Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the second stapling during a laparoscopic gastroplasty procedure, the jaw did not close. They have to replace the product resulting to surgical time extension to thirty minutes or more. There was no patient injury.